Event description:
During an endoscopic hemostasis procedure for a gi bleed, the physician used a cook hemospray endoscopic hemostat. It was reported that the tech went to activate the hemospray and it did not propel the powder [unable to spray - subject of report]. Then they went to use a second hemospray and that one failed in the exact same way. The procedure was finished without the use of the hemospray. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photo describing the event. In the photo provided the 2 reported devices are shown, with the on/off switch in the "off" position, viewing the device nozzles. 1 of the 2 devices appears to contain a build up of powder, while the other nozzle does not display the same build up. Powder is visible on the exterior of both devices. A photo of the lot number was not provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided could not confirm the report. In addition, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: a cook representative has stated they will contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.